Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle shield came off during use. The following information was provided by the initial reporter: material no. 367364, batch no. 8288787. It was reported that needle shield came off, leaving the used needle exposed. Per email: when the push button was activated to retract the needle, the housing part came off leaving an exposed dirty needle.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle shield came off during use. The following information was provided by the initial reporter: material no. 367364. Batch no. 8288787. It was reported that needle shield came off, leaving the used needle exposed. Per email: when the push button was activated to retract the needle, the housing part came off leaving an exposed dirty needle.